Event description:
Litigation alleges patient had pain after asr hip implant.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: litigation alleges patient had pain after asr hip implant. Doi: (B)(6) 2007 (left hip). Dor: not scheduled. Patient is resident of (B)(6). **update** 5/16/12 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 20 nov 2014 - der rcvd. Updated surgeon and sales rep details, patient height, weight, dob and activity level, dor, added stem and sleeve and added metal ions and fluid as reasons for revision. Der states - patient presented w/ total hip and her metal ion levels were elevated (8-9 pts per billion) and she wanted surgery to remove. Found milky joint fluid but tissue appeared fine. Removed spacer, cup and head and hospital retained.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.